Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking. There was no reported adverse impact on the customer's blood glucose level. The customer was advised to monitor the device and contact support again if the issue reoccurs. No additional information regarding the outcome of the event was received.